Manufacturer narrative:
The investigation into the optical signal issue has been completed. The data logs were reviewed and confirm that the placement signal and optical sensor were functional at the start of the case. During the case there was a loss of placement signal and the five signal parameters were consistent with a broken optical fiber. It is likely the fiber was broken during the difficult insertion attempts. The root cause of the optical signal issue was most likely a broken fiber line due to excessive force during a difficult insertion through the patient's tortuous vasculature. The cause of the issue was a damaged optical fiber line. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician had to re-insert the impella cp several times. During the process the device exhibited a placement signal failed error message. The physician decided to replace the catheter and the device was successfully placed. It was reported that the patient was normally weaned and survived the procedure.